Event description:
It was reported that the surgeon revised the patient's right total hip due to failure of femoral component. Update per sales rep on 7/7/2015: patient was revised due to trunnion wear.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade 5.5 127 stem. The sales rep confirmed that no further information would be provided. Therefore, the exact cause of the event could not be determined.